Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73h1500255 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the packages are not sealed properly and the sterility is not assured. The issue was noted during in-coming inspection.